Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, had variable pace impedance measurements. The rv pace impedances have been jumping between around 500 ohms to around 1033 ohms, a year ago, with a gradual rise in the upper limit to around 1150's-1160's. The pace impedance measurements of the rv lead, from another manufacturer, have remained within normal limits. Rv lead threshold measurements were also reported to have spikes, here and there. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that minute ventilation oversensing was observed on the non-bsc right atrial (ra) lead connected to this pacemaker. Additionally, what was thought to be external noise was noted and was oversensed. Technical services suggested to bring the patient in for additional testing an potential reprogramming. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, had variable pace impedance measurements. The rv pace impedances have been jumping between around 500 ohms to around 1033 ohms, a year ago, with a gradual rise in the upper limit to around 1150's-1160's. The pace impedance measurements of the rv lead, from another manufacturer, have remained within normal limits. Rv lead threshold measurements were also reported to have spikes, here and there. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that minute ventilation oversensing was observed on the non-bsc right atrial (ra) lead connected to this pacemaker. Additionally, what was thought to be external noise was noted and was oversensed. Technical services suggested to bring the patient in for additional testing an potential reprogramming. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, had variable pace impedance measurements. The rv pace impedances have been jumping between around 500 ohms to around 1033 ohms, a year ago, with a gradual rise in the upper limit to around 1150's-1160's. The pace impedance measurements of the rv lead, from another manufacturer, have remained within normal limits. Rv lead threshold measurements were also reported to have spikes, here and there. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.